Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient in france contacted lifescan to report the onetouch vita enhanced meter was giving inaccurately erratic readings. On (B)(6) 2014, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2014 at 11:30 am, the patient obtained the blood glucose readings of 220 mg/dl, 181 mg/dl and 80 mg/dl on the reported meter within 20 minutes. At that time, 15 minutes prior, the patient was experiencing the symptoms of shaking, sweating, feeling tired and agitation and she felt hypoglycemic. The patient administered self-treatment by consuming orange juice and felt better afterwards; she did not seek any medical attention. The patient was unable to provide her blood glucose readings from earlier on the day of this event, nor was she able to provide the dose of insulin taken. At 6:00 am the patient had eaten breakfast. The patient takes the set doses of 8.0 units to 12.0 units unspecified insulin twice per day. The patient reported her fasting blood glucose level ranges from 72 mg/dl to 200 mg/dl and her diabetes is not under control. Troubleshooting revealed the patient had used different sample site types for these test results, which can contribute to inaccurate readings. The meter and test strips were replaced. The patient¿s testing technique may have been incorrect and the meter readings obtained prior to the onset of symptoms were unknown. As the patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (08/19/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.